Manufacturer narrative:
The beckman coulter (bec) field service engineer (fse) performed a failing high sensitivity system check. The fse verified the wash assembly alignments and performed aspirate probe aspiration test. The fse replaced the aspirate probes, peristaltic pump tubing and connectors. The fse performed a high sensitivity system check which failed. The fse ordered new mixer gripper spinners. The fse returned on (B)(4) 2015, removed the wash wheel and cleaned the wash wheel. The fse verified alignments for the sample probe, reagent pick and place, aspirate and dispense probe plates. The fse replaced the mixer spinner grippers. The fse performed probe alignments on the analytical unit. The fse performed a passing system check, high sensitivity system check and precision run.in conclusion, the cause of the non-reproducible access accutni+3 result was due to a system malfunction, although no one part can be identified as the sole contributor.

Event description:
The customer reported a non-reproducible troponin I (access accutni+3) result, above the normal reference range of the assay for one (1) patient on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). The customer noted the result was discrepant from a previous access accutni+3 result from the same patient. Therefore, the customer reanalyzed the sample on their alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained a lower result, within the normal reference range of the assay. The customer reanalyzed the sample on the unicel dxi 600 access immunoassay system (serial number (B)(4)) and obtained a lower result, within the normal reference range of the assay. The elevated access accutni+3 result was reported outside the laboratory. There was no report of change or impact to patient care or treatment. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Access accutni+3 quality control (qc) was within the laboratory's established ranges. Sample information, such as collection tube type, centrifugation speed and time, were not provided. No sample integrity issues were reported.